Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The patient came to the emergency room on (B)(6) 2017 complaining of left hip pain. She stated while at home she was at the top of stairs and heard a lot of cracking in her hip and it "gave out" she fell down 10 stairs. An xray revealed the femoral head had disassociated from the trunnion of the stem. During surgery it was found the trunnion was worn down and was notched. The stem was removed and a restoration modular implanted.